Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance and difficulty to remove could not be confirmed as they are related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a type 2 aortic dissection extending into the left renal artery, extending into the superior mesenteric artery (sma) and iliac arteries. A 6.0x29mm omnilink elite stent delivery system was attempted to be advanced; however failed to advance across the sma due to the dissection. During removal resistance with felt with the non-abbott sheath and the stent dislodged just above the non-abbott sheath in the aorta. The stent was removed via snare. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.